Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer provided bg value of 550 mg/dl. Bg was addressed via supply changes as well as manual injections. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, the pump's time was incorrect. The customer did not know why the time setting was incorrect. Reportedly, the customer reverted to manual injections for insulin therapy.